Manufacturer narrative:
No mc33038 product samples, videos or photographs were returned for investigation. The device history lot number was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. A lot number has been provided. A device history lot review is pending.

Event description:
The event involved a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, luer lock, non-dehp tubing where it was reported the "loop that was used in the stress lab had a hole in it and was not aware of the hole until starting to inject the patient with the agent. When injecting the agent, blood did splatter. The area was cleaned, and a new IV was placed." The hole was towards the top of the j loop as the needle meets the tube. A medsun medwatch MDR report #: mw5167130 was received on 11-mar-2025. There was patient involvement, unknown human harm and unknown delay in therapy reported.